Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 using the pod 5 / page 43 warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108 warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Inspect the infusion site daily: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat. Alerts and alarms 10 / page 126 warning: when a hazard alarm occurs in the pod, all insulin delivery stops. Failing to address the situation could result in hyperglycemia. If you had a temp basal or extended bolus running when the hazard occurred, the pdm will remind you of this. Due to the serious nature of hazard alarms, you must act promptly to resolve them. Acknowledge the alarm condition by pressing ok, which silences the alarm. Deactivate and remove the active pod (see chapter 5, using the pod). Activate and apply a new pod (see chapter 5, using the pod).

Event description:
On (B)(6) 2018, the patient experienced an occlusion alarm after wearing the pod between 24 and 36 hours on the arm. As a result the pod had to be removed. Upon removal, the patient noted the site was hard, red, warm, and peeling. The patient saw his primary care physician and the site was diagnosed as an infection. A two week course of an unknown antibiotic was prescribed for treatment. Due to the reported event the patient did experience elevated blood glucose levels, which reached 20 mmol/l (360 mg/dl). A new pod was activated and there was no further irritation.